Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned and analyzed in lab. Interrogation of the device revealed the device was above elective replacement indicator (eri). Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.